Manufacturer narrative:
Previous driveline infection events are reported under MFR # 2916596-2020-01915, MFR # 2916596-2020-01953, MFR # 2916596-2020-01954, and MFR # 2916596-2020-01891. The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was admitted with an acute on chronic driveline infection and increased pain. During admission a ultrasound was preformed and noted fluid collections around the driveline. The patient was admitted for intravenous (IV) antibiotics and possible drainage. A computed tomography (CT) scan did not show any fluid collection or any infection involving the lvad pump. Driveline cultures obtained were positive for serratia marcescens which became increasing resistant to the IV treatment. The patient was started on a six week course IV ertapenem. No further information was reported.

Event description:
It was reported that the patient continued to receive home intravenous (IV) ertapenem and no additional admissions have occurred on (B)(6) 2021.